Manufacturer narrative:
H10: the lot number for the device was provided. The device history records are currently under review. The device is not available for return. Photos were provided and a photo review is pending. The investigation is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a bone marrow procedure, the device tray was identified damaged resulting in poor package seal integrity. It was further reported that the damaged tray was immediately removed from the case. There was no patient contact. Verbatim: rcc received a complaint via email. Email(s) attached. Received text from customer surrounding damaged case of #bejs4511. Noticed damage to trays immediately removed from case it was shipped in. Sample not available. Please see attached pictures and provide replacement 1ca asap.

Manufacturer narrative:
H10: manufacturing review: a review of the device history record for part: bejs4511sp lot: 0001594063 was performed. No recorded quality problems or rejections related to this incident were found. It was confirmed that procedural and functional requirements needed for its release were met. The sterilization record for the reported product was reviewed. There were no deviations or damage reported. H10: investigation summary: the physical sample was not returned for evaluation. Three photos were provided for analysis. During the photo review process, it was found that the package was damaged, and the sterile barrier was breached. Therefore, the result of the investigation confirmed the reported damaged package - seal integrity failure. A probable root cause was unable to be determined based on the available information. H10: e4 (FDA notified), g4 (date received by manufacturer), g7 type or report - follow up# 1), h2 (correction and additional information), h6 (annex g ¿ component code). H11: h3 (device eval by manufacturer), h6 (type of investigation, investigation findings, and investigation conclusions). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a bone marrow procedure, the device tray was identified damaged resulting in poor package seal integrity. It was further reported that the damaged tray was immediately removed from the case. There was no patient contact. Verbatim: rcc received a complaint via email. Received text from customer surrounding damaged case of #(B)(4). Noticed damage to trays immediately removed from case it was shipped in. Sample not available. Please see attached pictures and provide replacement 1ca asap.